Event description:
During use of firstpass during shoulder surgery a piece of metal broke off inside of the patient. The broken piece was able to be retrieved. Another firstpass from the same manufacturer and lot number was opened and it also broke in the same manner as the first. The second piece that had broken off in the patient was also able to be retrieved. A third firstpass device was opened from another lot number, and it did not break. The patient was not harmed. Ref report: mw5171571.